Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. The physician treatment included: repair of abdominal aaa repair, repair of right common iliac aneurysm repair and snorkel repair of left common iliac aneurysm. On routine follow up scan on (B)(6) 2018 the abdominal aaa had increased 5.8cm and the right common iliac aneurysm increased to 5.8cm. The left common iliac aneurysm looks smaller in size but the snorkel to the left internal was occluded. It was reported that the patient was presented with a 3b endoleak in either the cuff or mainbody. The patient is scheduled for a reline of the entire device on (B)(6) 2018. As of the date of this report there have been no additional patient sequelae reported. The patient's status is unknown and no additional information was provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: outcomes attributed to adverse events.

Event description:
Additional information: a secondary procedure was completed on 10/03/2018. The physician elected to reline the original implant with a bifurcated stent graft, a suprarenal stent graft and an infrarenal stent graft extension. As of the date of this report, there have been no additional patient sequelae reported.